Manufacturer narrative:
(B)(4). The device was serviced at the customer site and the sample was visually inspected and functionally tested. The reported condition of air alarm was confirmed via the alarm log. The cause of the reported problem was determined to be an air in line sensor being out of calibration. To resolve the issue the air sensor was recalibrated. The device was serviced and restored to a good working condition. If any additional relevant information is received, a follow up MDR will be sent.

Event description:
It was reported that a flogard infusion pump had an air alarm. There was no patient involvement. Additional information was requested and is not available.